Manufacturer narrative:
Medtronic received additional information that that the first valve was recaptured two times. A snare was used to pull the first valve up from the left ventricular outflow tract (lvot) into the ascending aorta where it was "fixed" and a second valve was implanted. The minimum access vessel diameter was 7 mm. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e volutr-29, serial/lot #: (B)(4), ubd: 01-nov-2019, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this 29 mm transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm non-medtronic balloon. It was reported that during the procedure, a bend in the aortic arch caused tension in the delivery catheter system (dcs) and the non-medtronic guidewire. On the first deployment attempt, the valve dislodged about 5 mm aortic. The second deployment attempt had similar results. On the third deployment attempt at about 8 - 10 mm, the valve stayed during final release. Embolization of the valve was reported but it was not known if the embolization occurred prior to removing the dcs or if the valve interacted with the nosecone then embolized. Per the physician, there was tension in the dcs and guidewire when retrieving the components from the ventricle. After the embolization, the valve was "fixed" just above the annular level without impact on the coronary arteries. A second 29 mm valve was implanted in good position with great hemodynamic results. The patient had a history of aortic stenosis. No additional adverse patient effects were reported.